Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that the thresholds have progressively increased for lv only and now has stimulation. Discussed how to turn off lv pacing. Discussed programming minimal outputs for lv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).